Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 07p45-32 that has a similar product distributed in the us, list number 07p45-45.

Event description:
The customer observed falsely elevated alinity I toxo igg results for patient samples. The following data was provided (reference range <1.6 iu/ml is non-reactive, >/= 3.0 iu/ml is reactive): initial result = around 7.0 iu/ml, repeat = <0.2 iu/ml sample was sent to the reference lab which didn¿t detect any trace of antibodies. Patient tested negative the month prior. Customer ran other samples and obtained initial results between 1.6 iu/ml and 15 iu/ml, however no repeat results or other data provided. No impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity I toxo igg results for patient samples. The following data was provided (reference range <1.6 iu/ml is non-reactive, >/= 3.0 iu/ml is reactive): initial result = around 7.0 iu/ml, repeat = <0.2 iu/ml sample was sent to the reference lab which didn¿t detect any trace of antibodies. Patient tested negative the month prior. Customer ran other samples and obtained initial results between 1.6 iu/ml and 15 iu/ml, however no repeat results or other data provided. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of ticket trending did not identify any trends for the product for the issue. Device history record review did not show any non-conformances, or deviations associated with the likely cause list number and complaint issue. The overall performance of alinity I toxo igg was reviewed using data gathered from customers worldwide. The median population result for the lot reviewed is within established limits and comparable to the historical reagent lot performance, confirming no systemic issue for this lot. Labeling was reviewed and concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igg assay, for unknown lot number, was identified.